Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone that customer experienced low blood glucose level. Customer¿s blood glucose level was 53 mg/dl at the time of incident. Customer¿s mother declined trouble shooting for low blood glucose. The insulin pump will not be returned for analysis.